Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic examination of the balloon material identified a longitudinal tear beginning 3mm distal to the distal edge of the proximal markerband, the tear extended distally across the balloon material for approximately 16mm. Visual and microscopic examination of the 2cm pcb device identified that one of the blades and pads were damaged. Approximately 9mm of blade and pad were partially detached from the proximal end of the balloon material. The remaining 11mm of blade and pad were undamaged and fully bonded to the balloon material. All other blades were present and fully bonded to the balloon material. Visual and tactile examination noted that the shaft of the device has been dissected with a sharp instrument 47mm proximal to the proximal balloon bond. It was confirmed that the customer intentionally cut the device after the procedure. Visual and tactile examination identified no issues with the markerband or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 03-jun-2018. It was reported that the balloon ruptured and could not retract from the sheath. The target lesion was located in the tightly calcified superficial femoral artery. A 5.00mmx 2.0cmx 90cm peripheral cutting balloon® was selected for use. During procedure, the balloon was inflated to nominal pressure and was slightly moved upon inflation. The balloon ruptured as contrast was noted leaking from the balloon. The device was removed over the wire when resistance was felt at the sheath. The balloon and sheath were then removed as a system over the wire without losing access. The procedure was completed using a new sheath and a different balloon. No patient complications were reported. However, returned device analysis revealed that the balloon material was torn and a blade was partially detached.